Event description:
The patient presented at follow-up with a ventricular pacing lead impedance of greater than 2000 ohms along with an increase in capture thresholds. The leads were tested and functioned within specifications. The decision was made to explant the device.